Event description:
It was reported through remote monitoring that an alert for low atrial lead impedance had been issued. A review of data showed normal values. The lead remained implanted and patient monitoring would continue. No aptient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.